Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side rupture, "palpable nodules", "silicone impregnation in the lymph nodes", "lymph node disease", "irregular contours", and "contains water spots". Patient later reported "anxiety and concern", "snowstorm", "pain", "lymph nodes growing due to rupture". The device remains implanted.